Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the physician had difficulty connecting the atrial lead to the pulse generator header. With the use of saline, the lead was inserted all the way into the header. The device was successfully implanted.